Manufacturer narrative:
The hospital technician evaluated the device and found that the handle support clip was broken on the two cupolas that compose the device. He replaced the two handle assemblies with new ones and returned the device to service. The investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that a circlip has broken while changing the handle during a cleaning procedure. There was no patient involved. (B)(4).

Manufacturer narrative:
Maquet evaluated the broken support clip and found that the two circlips were rusted and could be the reason of the breakage. As part of the investigations, maquet performed some tests in order to attempt to reproduce the failure, and create corrosion. Two handle supports out of the internal stock (both equipped with a clip) were dived into 2 aggressive and over-concentrated cleaning products. After one month of diving/drying cycles, maquet was not able to create corrosion on the 2 clips. Maquet determined that the device failed to meet its specification due to corroded clips which caused the breakage. Additionally, the device was directly involved with the reported incident. However it was not being used for treatment or diagnosis on patient when the event occurred. Maquet pwd series labelling indicates to check that the sterilisable handle clicks and locks in place correctly during the daily check.

Event description:
(B)(4).